Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer¿s blood glucose (bg) level was impacted. However, the exact value was not provided. The customer delivered a bolus and insulin pens to stabilize bg level. The customer was able to resume insulin delivery. In addition, it was reported that the customer has experienced low bg's range 50-70 mg/dl. The customer would consume glucose tablets and glucose gel to stabilize bg levels. Reportedly, low bg's were due to pump settings. It was indicated that the customer is in contact with the health care provider and clinical diabetes specialist on pump settings.